Event description:
Approximately four months and one week post lvad implantation, the patient experienced cardiac arrest and subsequent death. During the hvad left ventricular implant procedure, the patient required right heart support with a centrimag device implanted via a right thoracotomy incision. Post-operatively, the patient was supported for a period of time by veno-arterial extracorporeal membrane oxygenation support (v-a ECMO) and veno-venous ECMO support. The patient remained unstable, and over the next four months suffered numerous post-operative complications including gi bleed, transient ischemic attack (tia), acute kidney injury requiring continuous veno-venous hemodialysis (cvvh), respiratory failure and tracheostomy. The patient was never discharged from the hospital after the implant procedure. Four months after implant, the decision was made to withdraw support, including the heartware lvad. The next day the patient experienced cardiac arrest and expired. The pump remains in the patient post mortem and will not be returned to the manufacturer for analysis.

Manufacturer narrative:
Additional information received indicated that five days later, the patient was noted to have low flows from his lvad. He was subsequently taken for reoperation and flows were reported to have improved after the procedure. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced right heart failure along with gi bleeding and a transient ischemic attack. Patient was treated accordingly and was reported to have expired in the hospital due to support withdrawal. The device was not returned to the manufacturer for analysis as it remains implanted. Right heart failure, gastrointestinal bleeding and tia are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). With review of the available information there is no indication of any related device malfunctions or performance issues. Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. Although this gi bleeding event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The IFU also addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.